Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the implants may have caused or contributed to the reported pain being experienced by the patient. No additional information has been provided. At this time no conclusions can be made. To date this is the only reported complaint for this manufacturing lot of 498 units released for distribution in (B)(6) 2016. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Initially the information provided on (B)(6) 2018 indicated the implant of one mesh, however information provided on (B)(6) 2018 in follow up with the contact alleges the patient to have been implanted with two devices. This emdr is submitted to represent mesh #2. An additional emdr was submitted to represent mesh #1. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported on (B)(6) 2017 the patient underwent open repair of bilateral inguinal hernias and was implanted with two davol perfix plugs (mesh #1 and mesh #2). The contact reports that since the time of implant the patient has been in excruciating pain. As reported within three days of implant the patient returned to his surgeon and requested the plugs be removed. It is reported that the surgeon told him he would not remove the implants and that there was no issue (no recurrence of hernias). The contact claims the patient has seen this surgeon several times and he did nothing for him. The contact claims the patient has seen other doctors and none would explant the mesh. As alleged the pain is on both sides but the right side is worse. It is alleged that the patient has presented to the ER multiple times but released without addressing the pain and they would not explant the mesh. As reported the pain is debilitating in nature and impacts daily living of the patient.